Manufacturer narrative:
The reported complaint is unconfirmed. The investigation of the returned coil system found the implant to be attached to the pusher and severely stretched at proximal. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not yet been received by the manufacturer for evaluation. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during an embolization treatment of a middle cerebral artery aneurysm (mca), the coil detached in the microcatheter without the use of the detachment controller. The coil was removed without incident. Other coils were used with same microcatheter to successfully complete the case. No harm or injury was reported and patient is fine.